Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet device became unresponsive due to a nonfunctional touchscreen, preventing normal operation and requiring replacement. Symptoms included no adverse physiological effects and stable blood glucose levels. Outcomes included interruption of usual device therapy with reversion to an alternate insulin therapy until a replacement device was provided. Investigation included remote troubleshooting and confirmation of device identification and logistics for replacement and inspection of the returned device. Investigation of this device revealed a malfunction of the touchscreen hardware consistent with a device display/input component failure. It was concluded, based on previously established findings for similar reports, that the cause was device component malfunction.